Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 91 mg/dl. Customer stated that the pump was stored for several months without a battery. Customer placed a battery in it to use as a back-up. Customer received an unexpected start alarm, an external ram error alarm, and a displayable history failed on startup alarm. It was explained that this is normal pump behavior. Customer mentioned that the keys were a little sticky before he stored it away. Customer reviewed all pump settings for accuracy. Customer has 2 pumps: one that he kept to use as a back-up and the in-warranty pump that had a motor error and is being replaced. It was explained that a pump may give an alarm if it is without a battery for an extended period of time. Customer was advised to monitor the pump and call if issues recur. No further assistance needed.